Event description:
It was reported that the bd vacutainer® barricor¿ lh plasma blood collection tubes had fill lines in varying positions. There was no report of patient impact. The following information was provided by the initial reporter: li-heparin - barricor tube has an error. The position of the filling line varies in the pipes. Batch number 2066596 should be taken out of service. Not to be used. They need to be taken away from home health care users as well.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. Therefore, 20 retained samples were taken and visually inspected, and no defects were found. Bd was unable to duplicate or confirm the customer¿s indicated failure mode based on the visual check of retained samples. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.